Manufacturer narrative:
The root cause is attributed to a faulty left monitor in the system high resolution stereo viewer (hrsv).

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a training/demo of the da vinci system, the customer noticed that the left eye image was lost on the surgeon side console (ssc). The issue occurred when the simulator was booted up, and the left eye image was missing in both simulator and integrated modes. The technical support engineer (tse) advised performing a hard power cycle and checking with the vision side cart (vsc), but the issue persisted. There was no report of patient involvement .

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced high resolution stereo viewer (hrsv) to resolve the issue. The system was verified and ready to use. The hrsv has been returned and evaluated by the failure analysis (fa) team and the reported failure was replicated and confirmed. Error 119 was found in the system logs, indicating the failure occurred in the field. A visual inspection did not reveal any issues related to the complaint. However, when the unit was installed onto a golden system, the hrsv displayed a black screen, successfully replicating the reported complaint.